Event description:
It was reported that the lead perforated the patient's ventricle as was confirmed by x-ray. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a lead tip stiffness test was performed and found to be within specification. The damage found was sustained during the surgical procedure.